Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. G6 type of report ¿ additional information. H2: additional information.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximate. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.